Event description:
The initial rptr advised shiley that a pt with a bjork-shiley 60 degree convexo-concave mitral heart valvue had died on september 28, 1999 due to ventricular fibrillation. According to the initial rptr, the pt had "leakage in all three valves in 1995". Info obtained from the office of the pt's attending physician noted that the pt had surgery to repair a "severe prosthetic paravalvular leak" of his bscc mitral valve on may 15, 1995. Subsequently, a copy of med records was rec'd at shiley which indicated that the pt had been hospitalized for the treatment of "severe mitral reguargitation secondary to a prosthetic paravalvular leak ... Severe tricuspid regurgitation." Surgery was done to repair the paravalvular leak and a tricuspid annuloplasty was also performed. The pt survived surgery and was discharged home twelve days post-operatively.